Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced recurring hypoglycemia after dinner while using the ilet, with one event reaching a blood glucose of 40 mg/dl and approximately one hour spent below target; the user treated with oral glucose and did not require medical intervention. Symptoms included hypoglycemia. Outcomes included temporary impairment requiring self-treatment and monitoring. Investigation included review of device-delivered insulin history and user-reported data, as well as troubleshooting and education. Investigation of this case revealed that the device algorithm adapted to recent lows and reduced meal insulin delivery over time, and that subsequent care team adjustments were associated with improved post-dinner control without further severe lows. It was concluded that the event involved hypoglycemia with an unclear cause, with no device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.